Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/6/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. As of 2024-05-06, no factory resets were found in the device engineering logs, body weight was not changed from initial set up, and cgm alert settings were not changed from the factory default (all on). The audio setting was changed from the factory default of high to medium on 2024-03-20 but was returned to high on 2024-03-22 and remained that way through the end of the available logs. The last cartridge and infusion set (teflon cannula) changes logged in the device were on 2024-05-04 at 8:30 pm. The last dexcom g7 cgm sensor change logged in the device was on 2024-05-05. The device appropriately entered bg-run mode when the previous sensor session expired on 2024-05-04 at 9:32 pm. The ilet was dosing basal insulin as intended during bg-run mode and additional insulin was given in response to an entered bg value. No evidence of device malfunction was found in the review period of 2024-03-13 through 2024-05-06, from when the device was first initialized through the end of available device data. During this time, the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values and was appropriately triggering device and cgm glucose alerts. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device date from the reported event date, the performance of the device during the event cannot be evaluated and an assignable cause for the event cannot be determined however, the user's medical history of requiring hemodialysis possibly contributed to the severity of the event.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. On 5/10/2024 the cds followed-up with the user and user's wife about the event. In the morning of (B)(6) 2024 the wife woke up early for work and noticed low bg alerts on the user's ilet. The wife found the user unconscious and called 911. The user's bg was in the 30s md/dl. The paramedics hooked the user up to a glucose IV and was taken to the hospital. Per the wife, the user felt they were under 40 mg/dl for approximately 1 hour around 4am. The user also experienced a low bg prior that morning around 12am that was treated with 2 juice boxes and glucose tabs. The user and wife are using the dexcom app in addition with low bg alerts turned on. The wife also uses the ilet app (has only 'urgent low' activated) but accidentally had her phone silenced that evening. The evening leading up to the event the user ate stir fry (mostly veggies, some rice and shrimp) and not meal announce. The user also has hemodialysis on tuesdays, thursdays, and saturdays. Multiple attempts by beta bionics customer care to contact the user for additional event information and to sync ilet data have been unsuccessful.